Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that she has had pain in her urethra for years (before implant), which makes it difficult to detect stimulation. The patient's issue was that she has "been having trouble peeing and it did help at first, it gave her more time between going to the bathroom but now patient was having trouble peeing. The patient couldn't pee all night, and cant pee now". The issue started a day prior to this call. Patient used patient programmer (pp) to turn stimulation off and her amplitude was at 0.7v. The patient was advised to leave it off, and consult with hcp immediately. No further complications were reported/anticipated.